Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 10 mg/ml dilaudid at 2 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that there was a pending alarm for motor stall on the pump before it was implanted. The device was implanted anyways. No symptoms were reported. The hcp was educated on silencing the alarm. No further complications were anticipated/reported.